Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of; a rupture, a type 3b endoleak of the proximal extension with sac growth of 33mm and a type 2 endoleak (non - device related failure) of the lumbar with distal lumbar coiling was performed. The death is unconfirmed due to a lack of medical records available for review. The final patient status was reported as deceased. The type 3b endoleak of the proximal extension is most likely device related due to use of strata material. This type 3b endoleak is most likely the cause of the sac growth and the rupture. Also the neck anatomy was identified as being outside the indications of use (off- label), this is also a contributing factor. The type 2 endoleak is anatomy related (non - device related failure) and may have contributed to the sac growth and the rupture. The distal coiling of the lumbar was anatomy related (type 2 endoleak). A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: patient identifier. Update to adverse event and product problem. Common device name updated. Model number, lot # and expiration date have been updated. Concomitant medical products and therapy dates has been updated. Type of reportable event has been updated. Device manufacture date has been updated. Result code: remove code 3221. Conclusion code: remove code 11. Device code: remove code 3190.

Event description:
Additional information: at the completion of the clinical assessment, additional finding of a type 3b endoleak of the suprarenal stent graft extension (proximal extension) with sac growth of 33 mm and a type 2 endoleak (non - device related failure) of the lumbar with distal lumbar coiling was performed.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, the patient presented emergently with a ruptured aaa. The patient was transferred to the (B)(6) medical center and passed away that evening. No further information was provided.